Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pharmacy orders were delayed or down on the server. A technical support specialist accessed the server, verified that the error had cleared, and confirmed through dial-in that messages were being received normally, indicating self-recovery. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, pharmacy orders were delayed or down on the healthsight viewer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.